Manufacturer narrative:
The reported event of device dislodged or dislocated was not confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure caused by the end-user. Further analysis performed indicated the device exhibited normal device characteristics. Review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the leadless pacemaker (lp) dislodged to the pulmonary artery. Dislodgement was confirmed with imaging. The lp was explanted. The patient was stable.

Event description:
The lp was successfully replaced.